Manufacturer narrative:
The footswitch was returned and inspected/tested. During an initial evaluation, the report of the footswtich's cut pedal sticking could not be induced/duplicated. Both pedals of the footswitch worked as intended when tested. However, the spring mechanism of the footswitch's yellow (cut) pedal produced a noticeable creaking sound when depressed. To further investigate the reported issue, the footswitch was returned to our parent company, erbe elektromedizin gmbh (germany), for a more in-depth analysis. If any conclusive determination is made by erbe germany as to the cause(s) of the reported issue, then a follow-up MDR will be filed. The account will be made aware of the findings.

Event description:
It was reported that a vio 3 two-pedal footswitch was involved in an incident during a myotomy (note: the footswitch had not been used in many procedures). The footswitch was used with an erbe electrosurgical unit [esu, model vio 3, part number (p/n) 10160-000, and serial number (s/n) information not provided (ni)], an erbe argon plasma coagulator (apc, model apc 3, p/n 10135-000, and s/n ni), an erbe hydrosurgical unit (model erbejet 2, p/n 10150-000, and s/n ni), and an erbe hybridknife (p/n ni and lot number ni). No other information was provided regarding any other accessory used in the procedure. The esu settings were endocut I, effect 3, cut duration 2, cut interval 1. Towards the end of the myotomy, the physician depressed the cut pedal of the footswitch and the activation of the generator continued after the doctor removed her foot from the pedal. After several taps on the pedal, the activation ceased. At the time, the hybridknife's electrode was not in contact with patient's tissue and no current was delivered. As a result, there was no report of any patient injury (note: there were no visual signs of any damage or issues with the footswitch.).